Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that when the device was checked again, the shock impedance returned to normal values. The clinic plans to monitor the patient and there were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited low out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts advised further testing. The patient was brought in for further testing, however all measurements were within normal limits and the low shock impedance measurements could not be reproduced. This produce remains in service. No adverse patient effects were reported.